Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging a patient with a dreamstation st30 device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additional information has been requested regarding the details of the reported death. The manufacturer received information alleging a patient with a dreamstation st30 device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. No additional details were provided. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no customer contact information available; therefore, no good faith-effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed. In this report, section d, g and h has been updated/corrected.